Event description:
Approx two years postoperatively transesophageal echocardiogram showed thrombus on the sewing cuff of the valve and the pt continued to be monitored for the condition. An unk amount of time later the pt was admitted for thrombolytic therapy; it is unk if this was successful. Four years following this the thrombus was found to have recurred and the valve was explanted. The valve was replaced with a 29mm mechanical valve.